Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. A strut from the most distal stent strut row was lifted from the stent profile, no signs of damage to the rest of the stent. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) of the undamaged portion of the stent was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the mid-shaft section 95mm proximal to port entry site. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2017. It was reported that crossing difficulties were encountered. The 60% stenosed target lesion was located in the severely tortuous and severely calcified distal coronary artery (drca). A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion after several attempts. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.